Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204 / check belt) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the yellow (pgnd) wire was open inside the trunk cable. The cause of the code 204 and check belt messages is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open wire. The root cause of the open wire is excessive force placed on the trunk cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was displaying code 204 and producing 'check belt' messages.